Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found a cracked enclosure and tank cover, worn block assembly, drain fitting, and line cord and a broken front cover. During the functional testing, it was found that the device leaks water from the reservoir, confirming the customer complaint. The cause of the issue was found to be a cracked enclosure near the drain fitting. No action was taken due to the condition of the device. It was deemed beyond economical repair and will be scrapped. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(6). Located in sections g.1., please direct those to the following: (B)(6).

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was leaking from the reservoir. Patient involvement is unknown.